Event description:
This report is in reference to the 1104bt (intracranial pressure/temp monitoring kit). It was initially reported that the mpm1 (multi-parameter monitor) and the 1104bt (intracranial pressure/temp monitoring kit) were used on the pt on (B)(6) 2012. On (B)(6) 2012, the dr stated that the intracranial pressure (icp) was not reading on the monitor. The 1104bt catheter was broken. The 1104bt catheter was replaced with a new catheter (type, catalog number, and lot number not provided) and the icp was "ok." On (B)(6) 2012, the dr stated that the intracranial temp (ict) was not reading on the monitor and that the new catheter was "ok." Add'l clinical info was received on (B)(4) 2012 with the following: since the mpm1 monitor read the icp on the new catheter but not the ict, the pt was continuously monitored for icp only. The temp was measured intracranially with another sys. There was no pt injury. Pt outcome was reported as improved with decreased icp. Add'l clarification has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. The device was discarded by the customer. An investigation has been initiated based upon the reported info.